Manufacturer narrative:
(B)(4). Analysis description: final analysis found that the insulation was abraded at 7.4 cm to 7.5 cm from the connector pin, which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported that the atrial lead had dislodged into the ventricle, which led to oversensing and inappropriate therapy. The lead was explanted and replaced. The patient was in good condition.